Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced a burning sensation at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report of pocket heating was not able to be confirmed. The as received condition of the ipg was inoperable. The device was not able to be recovered to a working state in order to test the device for pocket heating. Although there was an update to record on (B)(6) 2021 stated that the pocket heating had stopped, an analysis was requested to identify pocket heating complaint.